Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, air was injected to the cuff but the leak occurred. It was reported that when air was injected continuously, leak continued. Extubation was performed and when air was injected, the cuff deflated.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a cut. This reading was taken using caliper calibration. The failure mode cut in cuff is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.